Manufacturer narrative:
A manufacturing evaluation was completed: all four screws show different degrees of usage. The 20mm screw shows the most signs of usage at the screw tip, the head and along the five threads closest to the head. It also has some bone residue on the threads closest to the tip. The smallest screw (18mm) shows least usage at both the head and the tip of the screw. The other two screws show normal usage. The manufacturing documentation was reviewed and no discrepancies were observed and the lots were manufactured according to specifications. Additionally a complaint history review was conducted and there were no other similar complaints for the parts. It is likely that there may have been misalignment of the screw in the locking hole or the drilled hole diameter was too large for the screw. However, no product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the products were used for a right side distal radius fracture. Upon fixing the variable angle (va) distal radius plate; the surgeon used a va drill sleeve for the hole nearest to the elbow and with a screw driver inserted the va locking screw. The surgeon did not feel that the screw had locked. Therefore, he tried to remove the screw and re-insert it. The screw ran idle and the surgeon was not able to remove it. The surgeon then had to remove all screws and the plate. The operation was completed by using another set of plate and screws and there was no report of patient residue. There was a surgical delay of thirty minutes reported. This report is for an unknown variable locking screw. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
DHR review request: 04.210.120s / (B)(4), 04.210.112s / (B)(4), 04.210.118s / (B)(4), 04.210.122s / (B)(4), 04.210.120s / (B)(4). Manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: 15.may.2014 (delivered from (B)(4)). Expiry date: 01.may.2024. Thus, DHR review for unsterile part should be performed at the us site. Please perform a DHR review (04.210.120 / 7651753 - synthes USA hq, inc) the manufacturing location for part # 04.210.120 / lot # 7651753 is (B)(4). Part number: 04.210.120, lot number 7651753. Manufacturing location: (B)(4). Manufacturing date: 04/18/14. The nonconformance per ncr would not contribute to the complaint condition. 04.210.118s / (B)(4). Manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: 16.april.2014 (delivered from (B)(4)). Expiry date: 01.april.2024. Thus, DHR review for unsterile part should be performed at the us site. Please perform a DHR review (04.210.118 / 7610450 - synthes USA hq, inc) the manufacturing location for part # 04.210.118 / lot # 7610450 is (B)(4). Part number: 04.210.112, lot number 7518841. Manufacturing location: (B)(4). Manufacturing date: 01/07/14. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 04.210.118s / (B)(4). Manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: 16.april.2014 (delivered from (B)(4)). Expiry date: 01.april.2024. Thus, DHR review for unsterile part should be performed at the us site. Please perform a DHR review (04.210.118 / 7610450 - synthes USA hq, inc) the manufacturing location for part # 04.210.118 / lot # 7610450 is (B)(4). Part number: 04.210.118, lot number 7610450. Manufacturing location: (B)(4). Manufacturing date: 03/25/14. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 04.210.122s / (B)(4). Manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: 05.february.2014 (delivered from (B)(4)). Expiry date: 01.january 2024. Thus, DHR review for unsterile part should be performed at the us site. Please perform a DHR review (04.210.122 / 7571158 - synthes USA hq, inc) the manufacturing location for part # 04.210.122 / lot # 7571158 is (B)(4). Part number: 04.210.122, lot number 7571158. Manufacturing location: (B)(4). Manufacturing date: 01/13/14. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown variable locking screw. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The following variable angle locking screws were received; 04.210.120s / 8971029, 04.210.112s / 8878413, 04.210.118s / 8932095 and 04.210.122s / 8827203. Synthes is unable to determine which part number potentially contributed to the complaint event; therefore, all part numbers are being reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.